Manufacturer narrative:
(B)(4). The pump and a portion of the catheter have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
At the pump refill on (B)(4) 2010, 20 cc of medication was removed from the pump despite an increased rate over the month; the pt had not been receiving the medication. The pump was replaced. The pt recovered without sequela. The device system was used to deliver morphine.